Manufacturer narrative:
Attachment: medwatch report#: mw5150485. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report#: mw5150485 was received and states "presents for pci (percutaneous coronary intervention) with possible impella support. Perclose prostyle device failure and entrapment so pci (percutaneous coronary intervention) was unable to be performed. Patient was taken to the operating room for cutdown. Successful exploration of right femoral artery, removal of closure device and repair of right femoral artery." Follow up with the account was attempted; however, no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The patient effect of tissue injury is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a foreseeable adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.